Event description:
The device was used during a myomectomy procedure. Reportedly, the staples did not form properly and the instrument broke. The surgeon applied another device and resected the tissue at the application site. A temporary colostomy was performed. The hosp has reported the pt's condition is satisfactory.